Manufacturer narrative:
(B)(4). Evaluation: no product has been returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. No product has been returned for evaluation. If the product is returned at a later date, an evaluation of the product will take place. The root cause of the original complaint is undetermined.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath and into the patient's femoral artery while in the cath lab (cl) on the afternoon of (B)(6) 2016 during right heart cath. The patient was transferred back to the cardiac care unit. During the next 24 hours the pump alarmed multiple times with high pressure and helium loss alarms. The staff checked the tubing and could not find anything. At one point the staff changed out the pump during troubleshooting. Early this morning the pump again alarmed and blood was noted in the tubing. The iab was clamped immediately and patient was sent to cath lab (cl) for removal and replacement. The delay in intra-aortic balloon pump (iabp) therapy was approximately 30 minutes. The patient did not suffer any complications as a result of the delay or removal. The second iab will probably be removed today or tomorrow. The chief technician (CT) felt that if the cl team had not been called in, they may have just removed the iab and not replaced it. The CT also said that the patient had " ugly, ugly calcifications." Blood did not get past bifurcation of the iab. The length of time prior to the event is 24 to 36 hours. There was no reported patient death, injury or complications. Medical / surgical intervention was required and described as "replacement of iab." The outcome of the patient is "no complications as result of delay of therapy." The second iab was inserted into the same insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath and into the patient's femoral artery while in the cath lab (cl) on the afternoon of (B)(6) 2016 during right heart cath. The patient was transferred back to the cardiac care unit. During the next 24 hours the pump alarmed multiple times with high pressure and helium loss alarms. The staff checked the tubing and could not find anything. At one point the staff changed out the pump during troubleshooting. Early this morning the pump again alarmed and blood was noted in the tubing. The iab was clamped immediately and patient was sent to cath lab (cl) for removal and replacement. The delay in intra-aortic balloon pump (iabp) therapy was approximately 30 minutes. The patient did not suffer any complications as a result of the delay or removal. The second iab will probably be removed today or tomorrow. The chief technician (CT) felt that if the cl team had not been called in, they may have just removed the iab and not replaced it. The CT also said that the patient had " ugly, ugly calcifications." Blood did not get past bifurcation of the iab. The length of time prior to the event is 24 to 36 hours. There was no reported patient death, injury or complications. Medical / surgical intervention was required and described as "replacement of iab." The outcome of the patient is "no complications as result of delay of therapy." The second iab was inserted into the same insertion site.

Manufacturer narrative:
(B)(4) additional information: update per medwatch report received 04mar2016: the patient was an (B)(6) caucasian. The iab was inserted without complication initially. At 11:00pm the following day the iab was removed related to blood in the helium line over a spring wire guide without incident and a new balloon was inserted. The ruptured balloon was noted to have a longitudinal tear.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath and into the patient's femoral artery while in the cath lab (cl) on the afternoon of "(B)(6) 2016" during right heart cath. The patient was transferred back to the cardiac care unit. During the next 24 hours the pump alarmed multiple times with high pressure and helium loss alarms. The staff checked the tubing and could not find anything. At one point the staff changed out the pump during troubleshooting. Early this morning the pump again alarmed and blood was noted in the tubing. The iab was clamped immediately and patient was sent to cath lab (cl) for removal and replacement. The delay in intra-aortic balloon pump (iabp) therapy was approximately 30 minutes. The patient did not suffer any complications as a result of the delay or removal. The second iab will probably be removed today or tomorrow. The chief technician (CT) felt that if the cl team had not been called in, they may have just removed the iab and not replaced it. The CT also said that the patient had " ugly, ugly calcifications." Blood did not get past bifurcation of the iab. The length of time prior to the event is 24 to 36 hours. There was no reported patient death, injury or complications. Medical / surgical intervention was required and described as "replacement of iab." The outcome of the patient is "no complications as result of delay of therapy." The second iab was inserted into the same insertion site.